Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited error code 41786. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a rusted battery compartment and missing battery door. During the functional testing, the error code 41786 was found when powering on. The customer reported issue was confirmed. The cause of the error was found to be a bad main board. The main board was replaced. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.